Event description:
Customer alleged black caps on chair will not stay on. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9sl, serial number/date code (B)(4) is approximately 2 years 2 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6) who weighs (B)(6). The consumer has a preexisting hip replacement and torn tendons. Her stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the dust cover for the caster headtubes will not stay on. While transferring into the wheelchair the consumer hit her shin on top of the fork causing a big gash in her leg. Medical intervention was sought, doctor gave consumer an ointment to place on the wound and advised her to keep it covered. A new chair has been ordered for the consumer by the dealer.